Event description:
It was reported that the nurse was getting low flow alert in an arctic sun device and stated that they have the patient in prone position. They were not getting any flow issues before this change. Guided to diagnostics showed that the system hours were 555, pump hours were 496, flow rate (fr) was 0lpm, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected using proper technique. No change in diagnostics. Stopped, emptied and disconnected pads and placed device in manual mode with no pads. Flow rate (fr) was 2lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 68 percentage. Added right chest pad, flow rate (fr) was 0.5lp, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 25 percentage. Added left chest pad, flow rate (fr) was 1.4lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 42 percentage. Added right thigh pad, flow rate (fr) was 0.2lpm, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage. Disconnected right thigh pad and left to the side. Added left thigh pad, flow rate (fr) was 1.9lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 55 percentage. Advised they could replace this thigh pad with a universal pad. Disabled manual control and restarted therapy. Explained it was possible the pad was accidentally damaged when they turned the patient and confirmed that they have carefully checked for pressure points and would closely monitor the skin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting low flow alert in an arctic sun device and stated that they have the patient in prone position. They were not getting any flow issues before this change. Guided to diagnostics showed that the system hours were 555, pump hours were 496, flow rate (fr) was 0lpm, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected using proper technique. No change in diagnostics. Stopped, emptied and disconnected pads and placed device in manual mode with no pads. Flow rate (fr) was 2lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 68 percentage. Added right chest pad, flow rate (fr) was 0.5lp, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 25 percentage. Added left chest pad, flow rate (fr) was 1.4lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 42 percentage. Added right thigh pad, flow rate (fr) was 0.2lpm, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage. Disconnected right thigh pad and left to the side. Added left thigh pad, flow rate (fr) was 1.9lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 55 percentage. Advised they could replace this thigh pad with a universal pad. Disabled manual control and restarted therapy. Explained it was possible the pad was accidentally damaged when they turned the patient and confirmed that they have carefully checked for pressure points and would closely monitor the skin.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.